Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the surgeon used a tx30b to do a distal transection on the rectum. The surgeon had a hard time maneuvering with the pilling weck retraction system. He also had come difficulty making sure he encompassed all of the rectum in the staple line. The rep told the surgeon he could manually set the alignment pin and he did by using a long kelly like clamp. The rep noticed that the surgeon had his fingers on the black firing lever after the white lever was set. The rep thought the surgeon pre-fired the black handle slightly but wasn't sure. The surgeon then actually fired the black handle. When the released the device the alignment pin was still in the advance position. The surgeon used a 25mm sizer to dilate the rectum transanally for the ecs29. When the surgeon inserted the sizer he noted the distal staple line had dehissed. They then did a distal purse string, fired the ecs29, scope the anastomosis and all was good. There was no consequence to the pt.